Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name and email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the circulating water was leaking from the blue connector connection. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed, and no defects were found in the sample inspected. A leak test was performed, and the unit failed the water path pressure test, therefore confirming the customer's reported problem. The root cause for the reported problem is insufficient solvent. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.